Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01551. It was reported a cerebrospinal fluid (csf) occurred while the physician was placing a lead. In turn, a blood patch was performed on (B)(6) 2019, and the csf leak resolved.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2019-01551.